Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, stent damage occurred. Vascular access was gained via the radial artery. The 3.0x30mm, 100% stenosed, eccentric and progressive lesion being treated was located in the mildly tortuous left anterior descending (lad) artery. The lesion was pre-dilated with a 2.5x12mm maverick and 3.0x9mm non-bsc balloons, post dilation stenosis was 70%. The physician advanced the 3.0x32mm promus element stent but encountered resistance advancing the device. Upon removal damage to a midsection strut was noted. The procedure was completed 2.75x32mm promus element. No patient complications were reported and patient status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination identified stent damage. Two struts on the fifth row from the distal end were raised distally. One strut on row seven from the proximal end was raised distally and one strut was misaligned. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Kinks were present throughout the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. Attempts to insert a product mandrel were unsuccessful due to solidified blood present within the tip section. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, stent damage occurred. Vascular access was gained via the radial artery. The 3.0x30mm, 100% stenosed, eccentric and progressive lesion being treated was located in the mildly tortuous left anterior descending (lad) artery. The lesion was pre-dilated with a 2.5x12mm maverick and 3.0x9mm non-bsc balloons, post dilation stenosis was 70%. The physician advanced the 3.0x32mm promus element stent but encountered resistance advancing the device. Upon removal damage to a midsection strut was noted. The procedure was completed 2.75x32mm promus element. No patient complications were reported and patient status is stable.